Manufacturer narrative:
(Welch allyn factory service could not confirm or duplicate customer allegation of device shutdown during use.) After several attempts, welch allyn factory service was not able to confirm or duplicate the customer allegation of the monitor shutting down on its own. Welch allyn factory service replaced the battery (p/n 501-0008-01) as a precaution. After the battery was replaced, the device passed all functional tests. The device was sent back to the customer. There is not subsequent call from the customer related to this event. As such, welch allyn is filing this MDR in an abundance of caution.

Event description:
The customer stated that they have a bedside propaq cs monitor that was shutting down during a procedure. No error codes were noticed when the shutdown occurred. Customer stated that there is no pattern to when it shuts down. The device shutdown about 3 times before they decided to take it out of service. Welch allyn technical support requested the device to be returned for evaluation. The unexpected shutdown of a bedside monitor may impact the clinician's ability to hear and see changes in the pt's condition. There was no report of any pt harm as a result of the reported event. The customer did not provide any pt information.